Event description:
Information was received that a smiths medical pneupac parapac ventilator functions "when the unit is hooked up to the patient". However, it was reported that when the device is "moved from the wall o2 supply to an oxygen bottle for transport it stops working. Only when the tech turns the unit off and on again will it start working". No adverse patient effects were reported.